Event description:
It was reported that patient was in the hospital for one week and got out last friday ((B)(6) 2012). It was stated that patient was hospitalized due to an "infection in her blood". It was stated that she had a hickman catheter on the right side of her chest that tested positive for infection, so it was removed. Patient had gj (gastro-jejunal) tube also and was treated with IV antibiotics. Patient did not believe that that was the only source of infection because she also had pain underneath her enterra device. It was further reported that her elbow began hurting last night ((B)(6) 2012) in the area of her PICC line and she had to place a heating pad on it. It was added that there was morphine in the pump but was previously on a fentanyl patch. Healthcare provider was titrating the liquid dilaudid down as the morphine in the pump was titrated up. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8709sc, (B)(4), implanted: 2012-(B)(6) explanted: unk; catheter model: 8596sc, (B)(4), implanted: 2012-(B)(6) explanted: unk. (B)(4).